Event description:
Patient in morning maxed on vasopressin and norepinephrine. Patient's blood pressure continued to fall throughout day, more significantly in the afternoon. Epinephrine introduced to increase blood pressure with patient becoming increasingly unstable. Norepinephrine bag did not seem to be emptying appropriately. Pump checked and blue clamp noted to be clamped. Pump did not alarm upstream occlusion and appeared to be running normally even though no medication was being infused. Patient therefore on much higher dose of epinephrine than needed.